Event description:
A malfunction alarm was reported, displaying a malfunction code, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level. The customer used an insulin pen as a backup, and the pump was set to be replaced by the technical support team.